Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record and associated rfa analysis results, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
(B)(4).

Event description:
The information provided to sjm indicated the valve was explanted. During the explant procedure, the cusps were observed to be calcified and there was tissue branching off of the stent posts as well. The cusps were removed, the stent posts were clipped, and a 25 mm mechanical valve was implanted inside the remaining portion of the valve. The patient was on dialysis and the surgeon indicated medications may have been mismanaged, resulting in severe calcification. The patient expired on (B)(6) 2014.